Event description:
8fr suction catheter not suctioning properly due to vent valve leaking without any manipulation and tampering by rn's. Day shift changed out replogle 4 times. Night shift changed twice. The catheter functions properly for a few hours then stops.====================== manufacturer response for 8fr replogle suction catheter, argyle (per site reporter)======================unsure of the response from product representative.